Event description:
A distributor reported that a customer in france experienced a cracked or shattered touchscreen on their device, making it unreadable and unresponsive. The customer's blood glucose level was recorded at 150 mg/dl. A replacement pump with a new serial number has been issued to the customer.